Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine device check. Upon investigation, the physician elected to take a chest x-ray of the patient where atrial lead dislodgement was noted. The patient was asymptomatic. During lead revision, it was reported that the lead capture threshold was high, and the helix would not retract or extend. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.